Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed. This file represents the automated impella controller. Refer to section h.10 for the related report number that represents the pump.

Event description:
A complainant reported a patient was placed on impella cp support with increasing chest pain and need for coronary artery bypass graft. While on support, the automated impella controller (aic) alarmed for a placement signal not reliable alarm. The placement signal was high and not correlating with the cuff pressure. The signal went away but recurred, aligning more with the blood pressure cuff. The pump was not explanted and the aic was not replaced, as the physician was aware and was not concerned. The position of the pump was confirmed via echocardiogram. There was no patient harm.

Manufacturer narrative:
D.9 the device was returned and the date was added. H.6 codes were updated as the device was returned. The automated impella controller was returned, and an evaluation is underway. Upon investigation closure, a supplemental report will be filed.